Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: the surgeon used a reltack3x10 with a reltack5r reload with no issue. He used a second reltack5r reload with no issue. Next, he used a reltack10r reload with no issue. He used a second reltack10r reload and fired several tacks. Upon removing the tacker and the reltack10r reload, the reload fell into the patient. The doctor spent thirty minutes looking for the reload with no luck. A c-arm was requested to assist in the search, the reload was located and removed.